Event description:
It was reported that prior to the start-post anesthesia of a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was observed to have a defective clamp which lacked a bit. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint and the instrument was found to have broken grip at the grip base on the distal end. A piece approximately 0.09" x 0.32" was found to be broken off the yaw pulley. The broken piece was not returned. The failure of broken instrument grips -tips is typically attributed to excess force applied to the instrument jaws. Additional observation(s) not reported by site: the instrument was found to have blade damage. One of the blade edges was slightly indented. No functional test could be performed on the in-house system due to the other grip being detached and missing.